Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 6 on 6 north a has failed and requires maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 had a "device not detected on bus" error and did not open. A field service engineer (fse) found the broken retractor band and a faulty/broken connector on the l-board. The fse replaced the components to resolve the issue. The system functioned as intended after the field service engineer repaired the device.